Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of bent cannula on (B)(6) 2024. The blood glucose level of the patient was 750 mg/dl. The patient was sick, unwell, increased thirst, vomiting. Also, the patient had ketones. Therefore, the patient went to hospital on (B)(6) 2024 for more than twenty-four hours. The patient was treated in hospital by intravenous insulin. Moreover, the infusion set was used for one day and site was patient's abdomen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. The information in this complaint (B)(4) according to reference results complaint is (B)(4) has been evaluated. The batch 6005939 in question was manufactured at the reynosa site. The information in this complaint (B)(4) has been soft cannula found bent upon removal from infusion site. The batch 6005939 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found bent upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6005939 was manufactured according to the wi version 78 and packaging in the multivac m12, on 12/mar/2024, with a total of (B)(4) units. Assembling: the lot 4b05501 was manufactured according to the wi version 27 assembled in the quickset line, on 12/mar/2024, with a total of (B)(4) units. The lot 4c01175 was manufactured according to the wi version 27 assembled in the quickset line, on 12/mar/2024, with a total of (B)(4) units. The lot 4b05503 was manufactured according to the wi version 27 assembled in the quickset line, on 13/mar/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 08-jul-2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6005939 and 3 complaints have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: electronic quality management system(eqms) search: a query was run in the eqms on 11/jan/2026 against "lot number" "6005939" and similar malfunction codes: soft cannula found bent upon removal from infusion site, soft cannula bent (no harm), soft cannula bent/kinked/crimped after removal - reduced flow, soft cannula bent/kinked/crimped after removal - blockage, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site, soft cannula found crimped upon removal from infusion site. The review confirmed that lot 6005939 and the identified failure mode are not associated with any ncrs or corrective and preventive action(capas) of the same or similar nature. Similar complaints search: a query was run in the eqms on 11/jan/2026 against "lot number" criteria equal "6005939" and similar malfunction codes: soft cannula found bent upon removal from infusion site, soft cannula bent (no harm), soft cannula bent/kinked/crimped after removal - reduced flow, soft cannula bent/kinked/crimped after removal - blockage, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site, soft cannula found crimped upon removal from infusion site. The count of complaints is 5. The complaint number is complaint(B)(4). Conclusion: after review, only complaint 2128969 & complaint (B)(4) were determined relevant to the reported issue. The other three records were previously closed and are not applicable to this investigation. Device history record (DHR) review: the lot 6005939 was manufactured according to the work instruction (wi) version 78 and packaging in the multivac 12, on 12/mar/2024 with a total of (B)(4) units. During outgoing test 9, one sample was found with contamination. An extended sampling was performed and accepted in accordance with established procedures. The sub-assembly of the lot 4b05501 was manufactured according to the work instruction (wi) version 27 and manufactured in quickset line, on 12/mar/2024, with a total of (B)(4) units. The sub-assembly of the lot 4c01175 was manufactured according to the work instruction (wi) version 27 and manufactured in quickset line, on 12/mar/2024, with a total of (B)(4) units. The sub-assembly of the lot 4b05503 was manufactured according to the work instruction (wi) version 27 and manufactured in quickset line, on 13/mar/2024, with a total of (B)(4) units. DHR review: the device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were previously tested in accordance with approved procedures under complaint (B)(4) on 20/mar/2025. Wi - guidance for visual testing for complaints area (version 2): all 10 samples tested passed visual inspection. Wi - guidance for functional testing for complaints area (version 2): all 10 samples tested passed flow functional testing for the reported malfunction code soft cannula bent/kinked/crimped after removal-blockage. All test results were within specification as documented in the attached test report: database complaint. (B)(4) complaint test report. Database complaint. (B)(4) complaint test report. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). A comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6005939 and related malfunction codes. Two complaints were identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. For more details, see the information under the child investigation record (B)(4).

Event description:
To date no additional patient or event details have been received.